Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 29nov2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 85% stenosed, 3.00x38mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left circumflex artery. After engaging the lesion with 7f ebu 3.5 non-bsc guide catheter and was crossed with a non-bsc guide wire, pre-dilatation was performed with a 2x10mm non-bsc balloon catheter and was followed by a 3x15mm non-bsc balloon catheter. Following adequate pre-dilatation, a 3.00x38mm synergy ii drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion even after a guidezilla guide extension catheter was used and multiple attempts were made. The device was removed and the procedure was ended. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Synergy ous mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on several locations along the length of the stent with stent struts lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.